Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported that he received multiple no delivery alarms. Blood glucose value was 600 mg/dl. Customer experienced fatigue, nausea and light headedness; he would be treating with insulin injection. Customer removed the infusion set and the cannula was bent. It was stated the drive support cap is recessed. Customer stated the tubing has no air bubbles. Customer did not find an insulin leak. Customer stated that time, date, basal rates and bolus wizard are set up correctly. Customer was advised to reconnect the tubing at quick release and perform a 5 unit prime; insulin did exit but still alarmed no delivery. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.